Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache and sleep dysfunction. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headaches when awakes and can't sleep. The patient allegedly seen a lung specialist. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: evidence of sound abatement foam degradation/breakdown was observed in the base unit. Pil confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). Care orchestrator data was unavailable. 5 errors were logged due to pil technician's investigation. Device was likely reset prior to pil receipt due to the machine having 5972.5 hours with 0 blower hours and 0 therapy hours logged. 5 of error #20 from pil err_motor_spinup_flux_low (reboot error) per service manual 1117539 v.20, it is recommended to replace the blower and re-test. The reboot errors happened within the same day therefore they trigger a level stop error. Pil observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, blower, blower box, p4 power connector. Black particles were observed on the blower and blower box. Liquid ingress was observed on the blower, blower box, and p4 power connector. Inv1023 addresses the issue of liquid ingress. Pil is unable to directly address the symptoms outlined in the complaint. Pil did observe dust/dirt contamination in the airpath, likely from a source external to the device. Pil observed evidence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 5 error. The manufacturer concludes that device, there was evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.